Event description:
Line was placed in the jugular vein. While pushing the introducer sheath through the jugular, the pt complained of pain. The surgeon did floroscopy and found that the sheath had punctured the jugular vein and went into the superior vena cava. Pt then expired 8 days later.